Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2014 due to osteolysis. The modular head and liner were removed and replaced.

Manufacturer narrative:
(B)(4) - current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation.